Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that every time she changes out her insulin she sees crystallized insulin coming out of the reservoir compartment. The customer stated having the same issues for the past three months. No further information was provided.